Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the customer received multiple cartridge detection notifications during the load process on multiple occasions. Customer had elevated blood glucose levels (254 mg/dl). Customer delivered a manual injection to stabilize blood glucose levels. Customer indicated they will continue to use the pump for insulin therapy.